Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of hematoma is listed in the electronic perclose the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported this was a multi access venotomy closure of the right common femoral vein using the pre-close technique via a 9f sheath and a 13f sheath hole prior to a pulsed field ablation (pfa) procedure. One prostyle suture was successfully pre-placed at each access site. The sheath was upsized at one access site to 16.8f and the procedure was completed. The suture placed at the access site with the 9f sheath successfully achieved hemostasis. One additional prostyle suture was placed post procedure to achieve hemostasis of the access site that had the sheath upsized. Hours after the procedure, a hematoma was discovered. No additional information was provided.